Event description:
It was reported that the device was not alarming. No additional information.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There were signs of impact damage to the device but the problem source could not be identified. DHR review was done, no issues related to the original complaint were found., corrected data: event date updated. No patient involvement. Occurred during pm.